Event description:
On (B)(6) 2017, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultra2 meter displayed inaccurately high results compared to the patient¿s feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call. The reporter claimed that the subject meter was reading inaccurately at 1:50pm on (B)(6) 2016 when the patient obtained an alleged inaccurately high blood glucose result of ¿160 mg/dl¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with insulin, which she self-adjusts and the reporter indicated that the patient continued with her usual diabetes management routine. The reporter alleged that within 10 minutes, at 2pm on (B)(6) 2016, the patient ¿stopped responding and became unconscious¿. The reporter indicated that the emergency medical services (ems) were contacted and when they arrived at 2:45pm, a blood glucose result of ¿30 mg/dl¿ was obtained on the ems accu-chek meter compared to ¿over 100 mg/dl¿ on the subject meter. The time difference between results was not specified. The reporter also indicated that the patient was taken to hospital and received treatment of ¿IV fluids¿ from a healthcare professional (hcp) for her symptoms. During troubleshooting, the cca noted that the patient¿s test strips were within expiry date and had been stored correctly. The reporter was unable to say whether the meter was set to the correct unit of measure at the time of the reported incident. The reporter did not have control solution to test the meter and test strips. The patient¿s products were requested back for investigation and replacement products were sent to the patient. Control solution was also sent to the patient to allow her to verify the accuracy of the lfs products. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed.